Event description:
First incident was right after implant, developed a rash around breasts requiring treatment with steroids have developed food allergies and intolerances. Chronic fatigue and exhaustion. Auto immune issues that required treatments that them caused further, at time, life threatening conditions. I believe they are mentor. Orbital pseudo tumor, numbness in hands and feet, blurry vision, a multitude of symptoms to long to list. FDA safety report ID# (B)(4).